Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the catheter was implanted on (B)(6) 2024. After more than two months of use, a crack was found on the blue (venous) luer connector. The reported product was removed from the patient. There was nothing unusual observed on the device prior to use. There were no other products utilized with the device. There was no excessive force used on the device. Flushing was done, and no abnormality was observed. There was a leak. The tego was not utilized. The cleaning agent used was maokang iodine solution. The insertion site was not treated prior to product placement. The catheter was not repaired, and a repair kit was not used. Aside from the crack, there were no other visible defects/damages found on the product at the time of the event. The procedure was completed after the product was replaced with another brand tube. There was no blood loss, and no blood transfusion was required. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that there was a crack on the venous luer adapter. The placement of the crack suggests it was created by overtightening the adapter. Overtightening the luer adapter can cause excess stress on it which can lead to cracks/breaks in the material. It was reported that the luer adapter was cracked. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.